Manufacturer narrative:
The system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular lead displayed high out of range impedance measurements. One oversensed ventricular tachycardia event was stored due to noise. On the day of the lead revision procedure, the impedance measurements were normal. The field representative reported that noise was observed on the lead while removing the device. The lead was removed, reseated and tightened into the device. No noise was observed after this action therefore a connection issue was suspected. No adverse patient effects were reported due to the revision procedure.